Manufacturer narrative:
As per information received on may 18, 2023, date of surgery is rescheduled to (B)(6) 2023. D6b explantation date: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 8, 2023, mentor became aware that the date of surgery is (B)(6), 2023. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date is (B)(6), 2023, field h6 health effect - impact code ¿device explantation¿ has been added , field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor became aware of the following: per healthcare professional, patient had original surgery more than 10 years ago patient doesn't know exact date (she said it could be 11 years ago). Right serial number is (B)(6), (350 cc) catalog number 3507350bc, and left device is (B)(6). Date of surgery is not scheduled. Supplemental report will be submitted when additional information is received. Serial number under field d4 has been upfdated (B)(6), on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 12, 2023, mentor became aware that the replacement devices used were: left side: catalog number smpx325; serial number (B)(6), and right side catalog number smpx325; serial number (B)(6) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent breast surgery with unknown size unknown gel implants and experienced breast implant rupture on her left side; diagnosed after physical exam. The patient has consulted with the healthcare professional. Screening mammogram confirmed complication. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).